Event description:
Consumer complaint of high blood results. Customer normally is 100-130 mg/dl. Based on parkes error grid analysis, the bias between the highest result given (214) and the normal result (100) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user had incorrect code key.

Event description:
Consumer complaint of high blood results. Customer normally is 100-130mg/dl. Based on parkes error grid analysis, the bias between the highest result given (214) and the normal result (100) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (08/15/2014).